Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted for the treatment of a type ia endoleak in a previously implanted non mdt stent graft system. The valiant stent graft was fenestrated before implantation. It was reported during the index procedure after the device was implanted and blood flow of the 3 arch vessels confirmed, a type ia endoleak was observed. Touch up was performed however the endoleak persisted. An angiogram was then performed which demonstrated the endoleak had increased from the origin of the lsa fenestration. Touch up was again performed unsuccessfully and the procedure completed with the endoleak still present. Per the physician the cause of the event was due in part to anatomy and off label use. No additional clinical sequelae were reported and the patient will be monitored.